Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was treated for a left proximal femur fracture on an unknown date in (B)(6) 2013. Implant reportedly failed due to pseudarthrosis. Patient was returned to the operating room on (B)(6) 2013 for removal of hardware. Left femur fracture had healed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date: unknown date in (B)(6) 2013. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The device was sent to rms foundation for material analysis ((B)(4)). Based on the topography of the fracture surface, we can conclude that the proximal femoral nail antirotation (pfna) was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. No evidence of material or manufacturing defects was found.

Manufacturer narrative:
The device was received and the investigation is ongoing.